Event description:
IV pump has consistently failed to perform properly; four pumps of the same model have failed on each use in a pt's home. Malfunctions range from not being able to shut unit off; inconsistent infusion rates; jamming or sticking of pump mechanism, to just not working at all. The pump has been very poor in providing reliable IV infusion.